Event description:
It was reported that one day post implant during pre-discharge check of the asymptomatic patient, a chest x-ray revealed that the right atrial lead had dislodged. The lead was successfully repositioned without any adverse effects.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).